Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2019. 6937a-5 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been having issues since the right ventricular (rv) lead implant in december. The patient has had a shortness of breath and the rv lead has had a decrease in defibrillation impedance and had short v-v intervals. The lead remains in use. No further patient complications have been reported as a result of this event.